Event description:
Bio-occlusive dressing adhered to catheter and was unable to be removed. After trying to remove the dressing, the catheter began to leak and needed to be removed. A piv was started and now pt needs a new pcvc for long term tpn administration.